Manufacturer narrative:
The device was returned for evaluation with rust and corrosion indicative of poor cleaning and maintenance.

Event description:
The doctor attempted to cut an iol when the blade of the packer/chang iol cutter broke. The piece was retrieved without impact to the patient. The procedure was completed with a backup iol cutter.